Manufacturer narrative:
This product is not approved for sale in u.s but a similar product with catalog# c01a , 510k# k160983 and (B)(4) is approved for sale in u.s. (B)(4). The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty. Intra-op, cement migrated to the segmental artery. Intra-op, a small amount of cement leaked to anterior of vertebral body during injecting. The injection was stopped and after the cement hardened, the remaining cement was injected carefully. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.